Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported dampness in the cartridge compartment. Caller alleges cartridge has a defect where one part was broken and insulin leaked out. No adverse event reported. Caller disposed of the defective cartridge; no product will be returned.